Event description:
It was reported that on (B)(6) 2025 a triclip procedure was performed to treat tricuspid regurgitation. When attempting to insert the clip delivery system, the column in the sgc was continually lost. After troubleshooting all stopcocks and the guide itself, the source of the loss of column was found to be due to a bad seal at the cds' clip introducer. A replacement was used to complete the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed report, additional information was received: no defects were visually observed with the clip introducer. Air entered the sgc, but aspiration outside of standard IFU procedure was not necessary.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Codes removed: health effect- impact code: 4641 unexpected medical intervention. Codes added: health effect- impact code: 2199 added.